Manufacturer narrative:
This report is submitted on april 04, 2023.

Event description:
Per the clinic, the patient experienced poor performance and pain with device use. Reprogramming attempts were unsuccessful in alleviating the issue. A CT scan revealed that the electrode array was outside of the cochlea. The device was explanted on (B)(6) 2023, and the patient was re-implanted with a new cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on march 22, 2023.